Manufacturer narrative:
Concomitant medical products: 694765 lead; implanted (B)(6) 2002; 5076-45 lead; implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was found to have dislodged on fluoroscopy and exhibited no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.